Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to exhibiting high out of range pace impedance measurements, noise, and oversensing caused by an insulation issue and lead fracture. Other than the surgical procedure, no additional adverse patient effects were reported. This lead was not returned for analysis. The product investigation determined that the "cause not established" investigation conclusion code was selected based on product record and available information review.

Manufacturer narrative:
Correction: h6 - impact codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to exhibiting high out of range pace impedance measurements, noise, and oversensing caused by an insulation issue and lead fracture. Other than the surgical procedure, no additional adverse patient effects were reported.